Event description:
It was reported that non sustained oversensing due to myopotential oversensing was observed. Reprogramming was recommended and will be made during patients next follow-up. Patient monitoring will continue.

Manufacturer narrative:
.